Event description:
It was reported that an administration set leaked intravenous solution after spiking the solution bag. This occurred during set-up in the priming process. The origin of the leak appeared to be between the spike and drip chamber. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A companion sample was received for evaluation. The device had a visual inspection and a functional flow test performed on it. The reported condition was not verified. The device operated within the desired product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.